Event description:
It was reported that during a procedure to treat a de novo lesion in the distal circumflex with mild tortuosity, mild calcification, and 90% stenosis, pre-dilatation was performed. A 2.25x18 rx xience v stent delivery system (sds) was advanced but could not cross the lesion. Reportedly, during withdrawal of the 2.25x18 rx xience v sds resistance was felt with the guiding catheter and once removed from the patient anatomy it was observed that the stent had dislodged from the balloon. A non-abbott stent was implanted to treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as they were based on operational circumstances. The stent dislodgement was not confirmed; however, stent movement/loose was noted. Resistance removing the device/guiding catheter resistance could not be tested due to the condition of the returned device. Based on visual, functional and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.